Manufacturer narrative:
Sections with additional information as of 27-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results obtained of 131, 125 and 127 mg/dl. The customer¿s expected fasting blood glucose test result range is 110 - 120 mg/dl. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Customer had gone to her primary care physician twice due to the high blood glucose test results; customer had obtained 125 mg/dl on (B)(6) 2019 at 07:14 a.m. Fasting, and 131 mg/dl on (B)(6) 2019. For both occasions, two weeks later, (customer did not recall specific dates) she had gone to her primary care physician regarding the blood glucose test results. Customer's physician had conducted laboratory work and results both time were lower for the labs but customer did not recall specific numbers. Primary care physician did not prescribe any new medications or diagnose customer on both dates. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).